Event description:
It was reported that, during a meniscus repair surgery, the t2 of a fast-fix 360 was deployed normally, but did not hang into the meniscus. T2 was removed with graspers, while t1 was left secured in the patient. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information on a1, a2, a3, a4, b5 and h6.

Event description:
It was reported that, during a meniscus repair surgery, the t2 of a fast-fix 360 was deployed normally, but did not hang into the meniscus. Surgery was completed with a back-up device instead. It is unknown if there was any surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found in a arthroscopic picture a t implant outside of the meniscus. A second image shows the device with the suture besides it, the implants are not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.